Event description:
It was reported that an irrigation issue occurred. During an ablation procedure with an intellanav mifi open-irrigated catheter, the catheter would not allow "high flow" during prep. The pump routinely displayed "check pump." They attempted two invivo ablations with rapid high temperatures disabling radiofrequency (rf). New tubing did not correct problem. The catheter was replaced with a new one and that worked without issue. No patient complications occurred.

Manufacturer narrative:
Corrected f10 device code from 1211: failure to deliver energy to 3022: temperature problem. The device was returned for analysis. The device did not have any obvious visible defects. A stopcock was connected to the luer. There was dried saline on the tip and dried body fluid on the shaft. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device underwent hdx testing. Device was soaked for 30min during which it went through multiple ablation/agitation cycles. No temperature, tracking, recognition, or communication issues observed. No irrigation issues or error messages were present during ablations. Ablations were performed at both 30ml/min and 25ml/min without irrigation issues or error messages displayed during testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that an irrigation issue occurred. During an ablation procedure with an intellanav mifi open-irrigated catheter, the catheter would not allow "high flow" during prep. The pump routinely displayed "check pump." They attempted two invivo ablations with rapid high temperatures disabling radiofrequency (rf). New tubing did not correct problem. The catheter was replaced with a new one and that worked without issue. No patient complications occurred.